Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause is user's test strip had poor storage.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 149-289mg/dl fasting. Verified the strips expired 4/30/2018. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). The customer stated that she had a spinal block earlier today which usually increase her blood sugar.